Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 453 mg/dl (25.2 mmol/l) between 5 and 24 hours of wearing the pod on their arm. A nurse contacted customer service regarding a patient using omnipod 5 and a freestyle libre 2 plus sensor. On (B)(6) 2026, in the morning around 9 a.m. The patient changed both the pod and the sensor; the sensor did not connect. Two additional sensors were tried without success. A recurring error message from the omnipod 5 app was reported. The nurse then replaced both the pod and the sensor while at the hospital and is awaiting activation of the new sensor. The patient was experiencing significant hyperglycemia with associated symptoms including dry mouth, thirst, fatigue, dizziness, and lightheadedness. The patient was treated with 8 units of novorapid insulin and was released from the hospital after 1 hour.